Event description:
A voluntary medwatch report indicated that a male patient underwent retrieval of an ivc filter procedure on (B)(6) 2013. Per the physician: during the procedure a piece of the retrieval sheath broke off. Unable to retrieve gunther-tulip ivc filter despite numerous interventions; the filter was left within the patient. Retrieval complicated by devices fracture without migration, with separated fragment successfully recovered using vascular forceps. Per the customer, in addition to the above stated information directly from the report, the only added statement in the sheath disassociated with the snare. Confirmed with customer the patient is doing okay, has not needed any further intervention and is still undergoing treatment for an ulcer.

Manufacturer narrative:
(B)(4). Corrected data from user facility reporter. Since no product was returned, the evaluation is based on the description solely. It is described that "during the procedure a piece of the retrieval sheath broke off. The physician was unable to retrieve the gunther - tulip ivc filter despite numerous interventions and the filter was left within the patient. Retrieval was complicated by devices fracture without migration, with the separated fragment successfully recovered using vascular forceps." Based on the description of the event it is assumed that the piece was broken off at the distal end of the device. However, it is not possible to determine whether the snare was broken off in the soldering area or if a piece of the sheath has broken off. We are unable to determine the root cause for this event. Both if the snare broke off in the soldering area or if a piece of the sheath was broken off. According to procedures, all soldering areas are 100% inspected. Furthermore, the tip on the sheath is 100% controlled. Twenty devices manufactured under e3047658 and no other complaints have been received relating to same lot. The product is shipped with an IFU which states, that "excessive force should not be used to retrieve the filter." Additional information was requested as to which portion of the device fractured, however, addition clarification was not received. Quality control performs a pull test using the instron tensile tester on each order of sheath material and verifies that the surface is free of excessive bumps, dents, and scratches and that both ends are blunt. Without return of the device we are unable to determine with certainty what led to the separation of the sheath. However, it is possible that the device was exposed to forces that exceeded its design. We have notified the proper internal personnel and will continue to monitor for similar complaints. Quality engineering risk assessment (qera) was updated in response to this complaint. Per the conclusion of qera risk mitigating action is not required at this time.